Event description:
During use in surgery t2 was difficult to advance. Sales representative reported that the surgeon had difficulty advancing t2; as a result he had to cut the suture from t1 and leave it unsupported in the patient. A delay of less than ten minutes resulted. Additional devices were used to complete the repair. No patient injury or complications took place. Three different lots were used during this case and it cannot be confirmed which lot was at issue.

Manufacturer narrative:
Devices are not being returned for evaluation. 2007.